Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had difficulty loading the cartridge onto the pump due to "buildup of erosion". Reportedly, the erosion was around the pneumatic tap. There was no reported impact to customer's blood glucose level. Reportedly, the customer had manual injections as alternate insulin therapy.